Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event log files revealed a replace controller/ yellow wrench alarm which was active on 13jan2024.

Manufacturer narrative:
Section b3: corrected event date section d1: corrected section d4: corrected catalog number and primary UDI section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via log file analysis. The heartmate ii system controller was not returned for analysis; however, log file was submitted ((B)(4)) for review that showed events spanning approximately 14 days ((B)(6) 2024 per timestamp). A replace controller alarm was active on (B)(6) 2024 at 10:43:17 and was accompanied by a yellow wrench alarm and an lcd fault. The replace controller alarm and the yellow wrench alarm were activated due to the lcd fault. The alarm resolved by itself. The lcd fault was active several other times throughout the log file but was not active long enough to activate an auditory/visual alarm. Per the pocket controller release report this issue is a residual software anomaly that is being monitored. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the system controller, the cause of the alarm and if the alarm resolved. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed for the heartmate ii system controller due to no serial number being provided. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including yellow wrench, replace controller and lcd fault, and power cable disconnect alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.